Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3080, lot# l51858, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported that back in 2006, the patient had one of her leads come loose and it had to be fixed. The patient also requested compatibility guidelines for ultrasound, MRI, and temperature change, as the patient had issues with her ovaries and needed to have a diagnostic ultrasound.

Event description:
It was reported that every once and a while the patient got a little discomfort and the device was agitating them a little bit.

Manufacturer narrative:
(B)(4).